Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a zoll field representative pulled the logs from (B)(6)2020 through the event date of (B)(6)2020 and up to (B)(6)2020 . There is no evidence that the device prompted low battery or shut down inappropriately. This investigation concluded that the reported malfunction was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another battery to continue treating the patient. Complainant indicated that the patient subsequently expired.